Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 31 mm watchman flx laa closure device with delivery system (wds). The patient was prescribed aspirin 81mg and clopidogrel 75mg post index procedure. On (B)(6) 2022, six days post procedure, the patient presented at the hospital with chest pain and shortness of breath. A lab test for troponin was negative. A chest radiograph displayed a small pleural effusion and an ultrasound revealed trace pericardial effusion. Brain natriuretic peptide (bnp) was elevated and diuretics were discontinued. An electrocardiogram showed no signs of tachycardia hypoxemia or tachypnea. Oral medications were adjusted to address the pericardial effusion. The event was considered resolved and the patient was discharged.

Manufacturer narrative:
B5 event description updated.

Event description:
Champion af study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 31 mm watchman flx laa closure device with delivery system (wds). The patient was prescribed aspirin 81mg and clopidogrel 75mg post index procedure. On (B)(6) 2022, six days post procedure, the patient presented at the hospital with chest pain and shortness of breath. A lab test for troponin was negative. A chest radiograph displayed a small pleural effusion and an ultrasound revealed trace pericardial effusion. Brain natriuretic peptide (bnp) was elevated and diuretics were discontinued. An electrocardiogram showed no signs of tachycardia hypoxemia or tachypnea. Oral medications were adjusted to address the pericardial effusion. The event was considered resolved and the patient was discharged. It was further reported that a transthoracic echocardiogram revealed the pericardial effusion measured 0.5mm.